Manufacturer narrative:
Since draeger service was not involved in the technical analysis and no device logs are available a final conclusion can not be drawn due to following reasons. The savina is equipped with an internal battery that is intended to cover mains power losses or to ensure ongoing ventilation during a patient transport. This switch over has not been reported, not during the event, not by hospital technician while checking the affected device and could also not be verified by analysis of device logs. Further rationale: during use the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The internal battery has to be replaced after two years of use. The particular device was in operation for more than four years now; the service status of the entire device is unknown. It is seen likely that the battery was overaged which most likely caused the reported observation.

Event description:
It was reported that the device suddenly restarted during use. During the restart, the operator used a breathing bag to continue ventilation. The patient was transferred to the standby equipment immediately. No injury or serious impairment of health of the patient reported. It was further reported the hospital technician checked and re-powered the device onsite. A loose main power plug was identified. The technician concluded this error caused the restart. The device went back into clinical service.